Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was implanted with pediatric lcp condylar plate and screws on an unknown date. Reportedly three of the distal locking screw became loose. Patient was returned to the or on an unknown date for removal of hardware. Patient was revised with another plate. This is 4 of 4 reports for the same event.